Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the telemetry session was ended inadvertently during the implant thus the device was not checked after it was connected. At the post operation check no capture was noted on the right ventricular lead and out of range pace impedance measurements. A connection issue was suspected. It was not possible to get torque wrench out of the header to loosen the lead, and it was noted that the set screw was possibly faulty. Finally the lead was disconnected from the device and attached to a new device. The device will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a hole in the seal plug likely induced. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.